Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was discovered that the handpiece was not working properly and the surgeon was unable to complete the milling process. In order to complete the procedure, the surgeon had to implant a cage instead of the originally planned disc. The surgery was completed with no patient complications reported. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.